Event description:
Device malfunction: none. Symptoms/ae: intracranial bleed; right frontal intraparenchymal hematoma; bradyphrenic; had difficulty talking, and difficulty keeping balance while walking. Time of symptoms/ae: after the procedure. It was reported that the pt had a carotid pta stenting of the left carotid artery in 2006 and was discharged in five days later in stable condition. The pt had a new hospitalization thirteen days later when the pt presented to the emergency room with difficulty talking, difficulty with memory, keeping balance while walking and had a hard time answering questions. A head CT demonstrated an intracranial hemorrhage and was diagnosed as having a right frontal intraparenchymal hematoma. The pt has a history of hypertension and the stroke is most likely hypertensive, complicated by the anticoagulants taken. The neurosurgeon's notes, at this point imply no surgical treatment is necessary and none may ultimately be necessary. The pt had some improvement in the neurological deficits and was deemed a good candidate for inpatient rehab and was transferred to an inpatient rehab facility. No additional info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor.